Event description:
Baxter received a report stating that envella bed exit was not alarming while set. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The envella air fluidized therapy system is intended for medical purposes to help treat or prevent pressure injuries, to treat severe or extensive burns, or to aid in circulation. This bed is an ideal support for patients who have advanced pressure injuries, flaps, grafts, or burns, and require frequent transfers or variable head elevation, and any other conditions appropriate for air fluidized therapy. The bed also can be used for intractable pain, extensive epidermal detachment, stevens-johnson syndrome, purpura fulminans, induce relaxation which may reduce need for sedative and pain medication, improve patient outcome, and reduce wound healing time. The bed permits easy positioning and egress, thereby enhancing the independence of patients. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on may 3, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. Upon on-site inspection, baxter field service technician investigated the envella bed thoroughly and could not replicate the reported issue. No malfunction. Although, if the reported event of bed exit not alarming were to recur, it would be likely to cause or contribute to death or serious injury. Therefore, baxter considers this event reportable.